Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 20mm sapien 3 ultra valve inside a previous non-edwards surgical valve in the aortic position. During the procedure, the wire went through the top of the cell of the non-ew valve while crossing the aorta with the straight wire. The team didn-t know the wire went through the cell so the commander was put in the patient and around aorta and the valve went through the non-ew valve and then was stuck. The delivery system balloon ruptured prior to initial deployment. The team tried for hours to get the valve out and were eventually able to get it untangled and pulled back into the sheath and out of the patients body. During this, they disassembled the commander (cut it apart). There was no damage to the valve. The team prepped a new ds and valve and deployed with no complications. There was no patient injury and the patient did well. Per follow-up with the fcs, there was blood coming in to the atrion device which is ow the leak was noticed. The balloon was never fully inflated.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for "general risk - interventional device interacts with pre-existing implantable device," "general risk - failure - balloon leak," and "withdraw catheter and valve through vasculature / sheath - difficulty or inability to withdraw system with valve through sheath" were unable to be confirmed due to unavailability of the complaint device and/or applicable imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, "during the procedure, the wire went through the top of the cell of the corevalve while crossing the aorta with the straight wire. The team didn-t know the wire went through the cell so the commander was put in the patient and around aorta and the valve went through the corevalve and then was stuck. The delivery system balloon ruptured prior to initial deployment. The team tried for hours to get the valve out and were eventually able to get it untangled and pulled back into the sheath and out of the patients body." The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a device malfunction contributed to the adverse event. It is likely that as a consequence of incorrect guidewire placement, the crimped thv interacted with the pre-existing surgical valve, becoming entangled and resulting in the reported withdrawal difficulty. In addition, it is possible that the balloon became damaged from interaction with the pre-existing surgical valve, either during the advancement attempt over the guidewire or during attempts to withdraw the thv from the surgical valve, resulting in the reported balloon leak. Available information suggests procedural factors (incorrect guidewire management, interaction with pre-existing bioprosthesis) contributed to the reported event. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.